Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (no lot) on lot # 9343429. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 31g syringes from lot # 9343429. Customer states that there is no lot number. All returned photos were examined and exhibited shelf cartons without the lot number, manufactured date, and expiration date printed on the shelf carton. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9343429. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1749883, "on 13aug2020, holdrege received a complaint, via pictures, from material 328821, batch 9343429. One of the pictures showed 3 carton that were missing the lot coding. Process summary: the equipment erects cartons and an associate place the appropriate number of bags into the carton. The cartons are then closed and placed on the outfeed conveyor. The lot coding is laser etched onto the carton the transferred to the case pack where 5 cartons are pushed into a wraparound case. This case is then glued and continues to be labelled and palletized. There were no quality notifications or logbook entries during the production of this batch that pertained to this defect. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5 bd ultra-fine¿ ii insulin syringes experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: none lot number.